Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 4 of 4 allegations of hospitalization. The patient reported 4 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records: (B)(4).

Event description:
It was reported that no readings was reported. Date of event is an approximation. This is 4 of 4 allegations of hospitalization. The patient reported 4 instances in which each event has similar details but occurred on different event dates. On approximately (B)(6) 2025 the child was not feeling well. The continuous glucose monitor (cgm) device was displaying ¿no readings¿ for over 3 hours. The blood glucose (bg) finger stick value was ¿extremely high.¿ no specific values were provided, and the parents did not specify at what point the bg fingerstick value was obtained. The child was transported to the hospital where the doctor at the emergency room (ER) administered insulin to stabilize the patient¿s bg levels. After arrival, the child was also diagnosed with pneumonia. At the time of the report the child remained in the hospital for treatment of pneumonia, and the duration of hospital stay was not provided. Due diligence attempts to contact the reporter for more information were unsuccessful. Performance data was reviewed. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.